Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Lack of information (unknown cause of aneurysm expansion). Evaluation conclusions: inherent risk of procedure (endoleak). Lack of information (unknown cause of aneurysm expansion).

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm. Vessel morphology from the time of implant was not reported. It was reported that stent grafts were explanted due to an undetermined endoleak. It was also reported that the one month follow-up cta showed the aneurysm was 6.9 cm in diameter and nine months later the aneurysm was 7.0 cm in diameter. No intervention was done at this time. The next cta was done approximately 40 months post implant and showed the aneurysm was 9.5 cm in diameter followed by an angiogram primarily to evaluate for the presence of an endoleak; however, it revealed there was no endoleak. At this evaluation the radiologist selected the ima and noted it was patent but it was not communicating with the aneurysm sac (ruled out a type ii endoleak from this source). The patient was brought back two days later the right hypogastric artery was selected as it was found to be patent and noted that it was not communicating with the aneurysm sac. It was decided at this time that there is an endoleak that the physician cannot see. The patient was a surgical candidate; therefore the decision was made to explant the stent grafts due to aneurysm enlargement for an unknown reason. There were no issues noted with the stent graft during the explant procedure. It was noted that there was a seroma surrounding the stent graft which is an indication of endotension. No additional clinical sequelae were reported and the patient is fine.